Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing noise on the ventricular channel resulting in non-sustained events and pacing inhbition. The shocking channel is free from noise. It was further reported that despite the inhbition, the patient had an underlying intrinsic rhythm. Attempts to recreate the noise with pocket manipulation were unsuccessful. It is believed the system is sensing diaphragmatic myopotentials. Guidant has no model/serial information on the ventricular lead.